Manufacturer narrative:
The insulin pump was received with intermittent down button response; the problem was isolated to keypad assembly. The insulin pump failed leak test due to crack at corner of belt clip rails near battery compartment. The j1 connector at the printed circuit board assembly was properly connected. No damage or moisture damage was found on the keypad assembly noted. The insulin pump had cracked select button keypad overlay, keypad overlay texture damage and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that the down arrow button was not responding. Customer's blood glucose was not reported. Insulin pump will be replaced.